Event description:
Mayfield skull pin holder (model a1059), slipped as the patient was being turned from supine to prone position onto the or table. A 1 ½" laceration on the temporal parietal scalp was closed with staples.

Event description:
Mayfield skull pin holder (model a1059), slipped as the patient was being turned from supine to prone position onto the or table. A 1 ½" laceration on the temporal parietal scalp was closed with staples.